Manufacturer narrative:
Assessment and investigation by merz. A lot search in the global safety database was conducted on the reported lot and no additional cases were noted. A review of trending for belotero intense did not identify any trends related to the reported issue (q4-2025 belotero product family trending report, (B)(4), (B)(6) 2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case is assessed as serious as the patient attended the emergency department twice presumably on the same day of treatment and received comprehensive corrective treatment for the reported event which resolved the event and is considered as treatment to prevent a life-threatening condition. The event occurred in a compatible temporal relationship. No precise information was given on injection site so that a local relationship can only be assumed. Injection site swelling (serious) is expected based on the currently valid EU instructions for use (IFU) of belotero intense and can occur after treatment with belotero intense. Possible confounding factor includes the concomitant administration of co-perineva. Nevertheless, a contributory role of the treatment with belotero intense cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with belotero intense, however there is no indication that a product-related issue contributed to the reported event. This case is serious with the serious event injection site swelling because treatment was deemed necessary to prevent a life-threatening illness. Merz re-assessment due to follow-up information received on 09-jun-2026: the event term swelling was amended to allergic reaction and the coding was changed from injection site swelling to injection site hypersensitivity . The re-coded event occurred in a compatible temporal relationship. No precise information was given on injection site so that a local relationship can only be assumed. Injection site hypersensitivity (serious) is expected based on the currently valid EU instructions for use (IFU) of belotero intense and can occur after treatment with belotero intense. The reported swelling is considered as a symptom of the event injection site hypersensitivity. Another possible confounding factor includes the patient's previous treatments with juvderm, harmonyca and botox. Nevertheless, a contributory role of the treatment with belotero intense cannot be excluded with certainty. In this case, the patient received comprehensive treatment with a resolved outcome. Causality for the re-coded event is assessed as possibly related to the treatment with belotero intense, however there is no indication that a product-related issue contributed to the reported event. This case remains as serious with the serious event injection site hypersensitivity because treatment was deemed necessary to prevent a life-threatening illness. Merz causality re-assessment and investigation after follow up information was received on 16-jun-2026: the batch record review for product belotero intense lidocaine, lot (b00068110), contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. A lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for belotero intense lidocaine did not identify any trends related to the reported issue (q4-2025 belotero product family trending report, (B)(4), (B)(6) 2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. The suspect product was re-coded from belotero intense to belotero intense lidocaine. The previously reported injection site hypersensitivity (serious) is expected based on the currently valid EU instructions for use (IFU) of belotero intense lidocaine and can occur after treatment with belotero intense lidocaine. Causality for the previously reported event is assessed as possibly related to the treatment with belotero intense lidocaine, however there is no indication that a product-related issue contributed to the reported event. This case remains as serious with the serious event injection site hypersensitivity because treatment was deemed necessary to prevent a life-threatening illness. Merz causality re-assessment due to follow-up information received on 11-jul-2026: causality for the event remains unchanged as possibly related to the treatment with belotero intense lidocaine. This case remains as serious with the serious event injection site hypersensitivity because treatment was deemed necessary to prevent a life-threatening illness.

Event description:
Case description: this spontaneous report was received from a croatian physician and concerns a female patient. The patient was injected with belotero intense. Batch number was reported as b00068110 (expiry date: 03/2027). A lot search in the global safety database was conducted. Concomitant medication included co-perineva 2/0.625 mg. The patient previously received local anesthesia during every dental procedure without developing any allergic reaction. Half an hour after the belotero intense injection, the patient experienced mild lip swelling, which became more pronounced after approximately 1.5 hours, and expanded on the nasal area and lower part of the face. The patient attended the emergency department, where she received synopen, dexamethasone and solu-medrol. Six hours later, the swelling continued to increase, and she attended the emergency department again. The patient received dexamethasone and solu-medrol again. On (B)(6) 2026, the swelling was slightly smaller. She had a follow-up in the emergency department and received a new dose of medrol. The swelling decreased by one third. On (B)(6) 2026, it was reported that the swelling subsided. Due to provided information, the outcome of the event was considered as resolved on (B)(6) 2026. Follow up information was received on 09-jun-2026: the event term swelling was amended to allergic reaction and the coding was changed from injection site swelling to injection site hypersensitivity. The patient's initials were provided. It was confirmed that she was 48 years old. She was injected with a total of 1 ml of belotero intense, as a lip filler to increase volume, at around 12:30, on (B)(6) 2026. The treatment was applied with infiltration of septanest (anesthesia), using a vertical needle injection technique. Previous aesthetic treatments included juvderm filler, into the nasolabial wrinkles, in (B)(6) 2025 and harmonyca and botox in (B)(6) 2026, with anesthesia. These treatments were carried out by another provider. She did not respond to the treatments. The patient received the same anesthesia for every dental procedure and there was no reaction. The product itself was in undamaged packaging and within the prescribed period. The patient was taking co-perineva 2/0.625 mg due to high blood pressure. On (B)(6) 2026, after the belotero intense injection, the patient experienced an allergic reaction. On the same day about 30 minutes after the treatment, there was a slight swelling of the upper lip and 1 hour after there was a significant increase in volume. On (B)(6) 2026, approximately 20 hours after the treatment, there was minimal calming and no additional swelling and 48 hours later, there was a significant reduction in swelling. In addition to the doses of the corticosteroid which she received intravenous (IV), the patient also took corticosteroids and antihistamines orally for five days. Due to provided information, the outcome of the event was considered as resolved on (B)(6) 2026. In the opinion of the reporter, it was not for sure that the reaction was caused by the filler itself, but until then, she received anesthesia during all dental procedures because she has a very low tolerance for pain and aesthetic treatments and she did not develop a reaction. Therefore, the physician was more inclined to think that the product itself caused an allergic reaction. Follow up information was received on 16-jun-2026: the suspect product was re-coded from belotero intense to belotero intense lidocaine. The batch record review was received and the lot number for belotero intense lidocaine was confirmed as b00068110 (expiry date: 31-mar-2027). Follow-up information was received on 11-jul-2026: no defects of the outer packaging were observed, and the appearance/consistency of the product itself appeared standard. The outcome of the event remained unchanged.